Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI), medical device model a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user cannot login to pyxis and unable to authenticate. A technical support specialist (tss), after extensive investigation, found that es 1.7.4.138 (update 7) contained the same type of authentication change described in ka 000017005, where the server searched for active directory (ad) users using their upn. The tss explained to the customer that, in this scenario, there had been a temporary ad object that shared the same upn as the real user object, which caused the user to be unable to log in after upgrading to 1.7.4. The tss resolved the issue by removing the colliding ad object. A more permanent fix was included in es 1.7.4.141 (update 8), which newer upgrades were using, so no further users were expected to be affected. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, it had a user unable to login and unable to authenticate. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, it had a user unable to login and unable to authenticate. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.